Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working and had a loss of stimulation. The patient's issues a month or two after the device was implanted. They received a new recharger antenna and it worked but then stopped working again. The ins had worked for the past 2 months. It was noted that the patient has had 2 appointments and was a no show for both. Multiple attempts were made to contact the patient but the calls were never returned. The patient had an appointment schedule for (B)(6) 2015. The indication for use for the device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the battery would not charge. The recharge on the ins system and the device showed a full battery. It was noted that the recharger cannot read the battery and that the battery never seemed to work. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported, they saw the patient on (B)(6) 2015, but they were unable to help the patient because she didn't bring her equipment. The patient was discharged and had to go home and charge the device. The rep. Met with the patient again on (B)(6) and cleared the power on reset. The patient was now fully charged and doing well. Some of the issue initially was that the patient had a bad antenna and that had to be replaced. She had also had a few personal issues. There were now pretty much resolved and she was doing well.

Event description:
Additional information received from the consumer reported that her system had been off for the past two years due to problems with the battery and being unable to recharge. The patient stated she worked with her healthcare professional but didn¿t resolve the issue. The patient noted her pain had become worse and she wanted to know if there was a way to get stimulation started again and realized that after this time she will need a replacement. The patient mentioned that at one point someone told her that the stimulator was implanted at an angle and over the last six months the pain had worsened and she had always had pain. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient has not had her device on for years because she had issues with the battery. The patient stated she is having a lot of back pain and her neurologist suggests that she get a new battery put in so it will help her. The patient confirmed issues she has had with her battery is that the battery really wasn¿t keeping a charge. The patient stated she was told that maybe the device was not at the right angle and that was why it was not catching a charge. With this frustration, she just let it go. The patient last successfully charged 3 years ago. The patient noted she has not had her device on for years. The patient was redirected to her healthcare provider to address possible overdischarge.